Event description:
It was reported that during an unknown procedure, the stapler fired, but the staples did not form. It was not reported how the case was completed. There was no reported pt consequence.